Event description:
Patient was revised due to metallosis.

Manufacturer narrative:
Litigation papers allege after surgery, the patient began experiencing pain around the site of the implant. She suffered constant discomfort and her mobility was severely limited and developed bone deterioration at the site of the impact. Patient underwent a revision of her total right hip arthroplasty. Since completion of hip replacement surgeries, the patient has suffered from injuries of a permanent, lasting and painful nature as a direct and proximate result of the asr systems failure. There is no new information that would change the outcome of the investigation. There is no new information that changes the outcome of the investigation. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not returned.